Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having shortness of breath and fatigue from (B)(6) 2022 to the (B)(6) 2022. Additional information revealed that the patient had a 4gm drop in their hemoglobin levels. There was a concern for a gastrointestinal (gi) bleed. An esophagogastroduodenoscopy (egd) and a colonoscopy were initially performed on (B)(6) 2022. Gi bleeding was due to a duodenal arteriovenous malformation (avm) with hemostasis, mild sigmoid diverticulosis, and small hemorrhoids. Three hemoclips were applied. The egd was repeated on (B)(6) 2022. Bleeding was treated with 3 units of packed red blood cells (prbc) and 10 mg of octreotide monthly. The octreotide was injected intramuscularly. The bleeding resolved on (B)(6) 2022.

Manufacturer narrative:
Patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.